Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient stated that she had underwent several sessions of physical therapy with little alleviation in symptoms. Knee has had ongoing swelling and discomfort. Patient notified surgeon of post operative discomfort.